Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, and unexpected restart error test. No unexpected restart alarm noted during testing. Insulin pump passed all operating currents tested with in the spec range and passed off no power test. Insulin pump received with cracked reservoir tube lip and severely scratched display window noted.

Event description:
Customer reported via phone call that the device alarmed unexpected restart alarm. Customer's blood glucose was 75 mg/dl. Alarm occurred shortly after inserting a new battery. Customer was advised the device was working as designed. Customer wanted the device replaced. Customer agreed to return the device for analysis.